Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was selected for a premature ventricular contraction ablation procedure. It was noted during the procedure it was noted that a pericardial effusion occurred. The physician noted that the catheter was not the cause of the effusion. It was further reported that the device will not be returning as the physician considered the event related to either atrial interseptal crossing before mapping or ablation on a already unhealthy and week tissue.